Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the plastic wrapping around the implant was discovered to have a filmy residue when the packaging was opened.

Manufacturer narrative:
Device was not returned so product evaluation could be conducted, however; package was returned and examination of the returned package determined that the poly bag exhibited cloudiness. This device was used for treatment. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified the cloudy appearance may have been caused by the anti-block used in the poly bag material. Anti-blocks are used to prevent the implants from sticking to the polybags. When the surface of the bag is micro-abraded by the anti-block, it can cause a cloudy appearance. This abrasion is caused when the poly bag rubbed with implant, so it may be possible during transit of product. Hence; the root cause was attributed to be abrasion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.